Manufacturer narrative:
Corrected data: b5- the patient's va is 6/6, iop is ok, red blood cells/pigments now occasional in the ac. The surgeon has taped the predforte to om, and tcu 2 weeks. H6-impact code 4644-medication required (predforte). Claim# (B)(4).

Manufacturer narrative:
B1-adverse event. B2-required intervention to prevent permanent impairment/damage (devices). H1-serious injury . Claim# (B)(4).

Manufacturer narrative:
Age or date of birth- unknown. Weight- unknown. Ethnicity- unknown. Race- unknown. Date of event- unknown. Product code: unknown. Model #, serial #, expiration date- unknown. Implant date- unknown. Date rec¿d by MFR- this product is not marketed in the us. Device manufacture date - unknown. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's right eye. Microscopic hyphema was observed. No view of retina, no signs of infection. Lens remains implanted. Per the reporter on (B)(6) 2021, patient eye and vision is improving with medication. The surgeon did not find any cause for the event. Surgeon not planning any intervention. Will continue monitoring for final resolution. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.